Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several no delivery alarms and a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 333 mg/dl. Customer also reported that her blood glucose level recently reached 409 mg/dl. Customer reported that the no delivery alarm was resolved by a complete set change. During troubleshooting, the insulin pump passed the displacement test. The insulin pump was not replaced or returned for analysis.